Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius procedure on (B)(6) 2018, a depth gauge needle broke while the surgeon tried to move the sleeve back and forth on the depth gauge. The broken depth gauge needle was removed. There was no other medical intervention required. The procedure was successfully completed with no delay. Patient outcome was good. Concomitant device: sleeve (part: unknown, lot: unknown, quantity: 1). This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).